Event description:
It was reported that an ilet bionic pancreas had a cracked display after an accidental impact during basketball practice, consistent with a screen break rendering the device display damaged and necessitating replacement. Symptoms included no adverse clinical effects. Outcomes included no impact on the patient¿s health and no change in therapy beyond arranging device replacement. Investigation included customer interview, usage review, and instructions provided for shutdown, data sync to the mobile app, and device return with a shipping label. Investigation of this case revealed a mechanical screen failure due to accidental damage without evidence of device malfunction affecting insulin delivery or alarms. It was concluded that the event was attributable to physical damage from external impact, not a product quality defect, and that the replacement device would require a standard startup process because data do not transfer between devices.